Event description:
The treating doctor reported that the patient had tooth loss (28). It is unknown if medications were prescribed to alleviate the reported symptoms or if the patient had pre-existing medical conditions. By now the patient is getting better.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor shared that the tooth was not expected to be extracted ot lost during treatment and believes that the aligners were a factor for the tooth be lost. Align's clinical review of available records revealed that the cervical buccal margin of the crown was not fully adapted to the gingival margin, potentially allowing bacterial and increasing the risk of secondary caries. No baseline records were available to confirm the initial condition of the tooth, and the treatment plan did not indicate significant movements or forces that would typically lead to tooth loss. However, the combination of pre-existing structural compromise and orthodontic forces may have exacerbated the condition. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.